Manufacturer narrative:
Analysis found that the inner shaft broke 0.59" from the distal face of the inner hub. There were striations around the outside diameter of the break point indicating metal on metal contact during use. The break point corresponds to the proximal end of the outer tube in the front hub. There was no damage to the distal tip. When viewed under magnification, there was deformation and indentations of the front hub locking area. There were no bends or signs of a concentricity issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported via a manufacturer representative that the break did not result to fragments or detached pieces during the standard functional endoscopic sinus surgery. The procedure was completed using a back up product, but was delayed for about three minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the blade broke during the procedure. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.